Event description:
It was reported that this right ventricular lead was attempted to be implanted due exhibiting impedance issues. Another lead was implanted instead. No further adverse patient effects were reported.